Event description:
Lilly case ID: gb201007003304this case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient.the patient was taking an unspecified medication for treatment of an unknown indication. On 12-jul-2010, the display of her humapen memoir pen was reported to not be working properly. When the pen is turned on some of the segments of the first number in the display are not lighting up. When a dose of 20 units is dialed up the number 2 in the display looks like a c shape with the center part missing. The humapen memoir pen is associated with product complaint 1355878/lot 0807c02.the patient user was trained by a nurse. The duration of use was not provided. The pen was returned on 19-jul-2010. The patient always reused needles. Refer to results/conclusions section. Update 05-aug-2010; additional information received 04-aug-2010 via the global product complaint system; added device specific safety summary to case; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button and added 'refer to results/conclusions section' to narrative.

Event description:
On february 10, 2010, during device evaluation by baxter, the stop key on a colleague cx volumetric infusion pump single channel was found to be inoperative. No patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The condition of an inoperative stop key was confirmed due to a faulty pump head module keypad. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation,(B)(4) associated with this report. (B)(4).